Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the competed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Patient weight - (B)(6). The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found two similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the plastic foot came completely off when pulling the string back when using the angio-seal device. Follow up communication with the user facility reported: there was no deployment difficulties. Hemostasis was achieved by holding manual pressure and no visual damage before the start of procedure. The patient was reported to be in good condition. The procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution device was returned for evaluation. Returned with the device was a portion of suture and the hemostatic sheath. The returned components were subjected to visual analysis where blood like substance was found on all returned components. The hemostatic sheath was noted to be mated with the body of the evolution device. The color bands of the deployment sleeve were exposed indicating that the device had been moved into the rear lock position. There was an apparent kink in the hemostatic sheath and carrier tube assembly at approximately 2.7090" from the distal tip of the hemostatic. The straightened suture that was returned with the device measured 20.5". The anchor and collagen were not returned for analysis. Microscopic analysis of the ends of the returned suture were frayed. The returned device did not have the anchor attached. The ends of the suture had frayed ends indicating that the suture was subjected to tensile or transverse forces. These forces weakened the suture strength and allowed the anchor to become detached. It is unclear the source of those forces. However possible causes may include: applying too much force to the suture, the frictional forces between the suture and the distal tip of the carrier tube, or environmental factors the suture was exposed to during use or manufacturing. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.